Event description:
A user facility reported an 'error 208' alarm that occurred approximately 18 hours after turning on the console and during priming for extracorporeal membrane oxygenation support. There was no patient involvement. The complaint sample will not be returned for product investigation as the device will be addressed onsite.

Manufacturer narrative:
Additional information: d1 plant investigation: the log data of console xen0276 from (B)(6) 2025, at 03:42 (all times local) to (B)(6) 2025, 21:45 were provided by the user facility. The console started on (B)(6) 2025, at 03:42. At 03:43, the pump speed was set to 2000 rpm, resulting in a flow rate of approximately 1 l/min. Until alarm 208 occurred at 21:50, there were no abnormalities and no further alarms occurred. The alarm occurred for no apparent reason. Subsequently, no flow measurement was displayed until the end of the recording. No parts were returned for evaluation as the console was checked onsite by the fresenius/xenios technical service team. No abnormalities were found at the console during an onsite evaluation. A functional check and electrical safety check were performed. During testing, the failure could not be reproduced, and no defect was found at the console. The flow board in the sensor box was replaced as a preventive measure.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported an 'error 208' alarm that occurred approximately 18 hours after turning on the console and during priming for extracorporeal membrane oxygenation support. There was no patient involvement. The complaint sample will not be returned for product investigation as the device will be addressed onsite.